Event description:
It was reported that (2) devices were used during a biliary pancreatic bypass. It was reported by the affiliate that both devices (tct10 and tlc55) locked out and would not allow the firing cycle to be completed. New instruments were used to complete the case. There was no consequence to the pt.